Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent right shoulder surgery on (B)(6) 2003 to repair a type iii slap lesion and arthroscopic distal clavicle excision and panalok 3.5mm absorbable anchor soft tissue fixation device with sutures were implanted. The patient developed focal chondrolysis and cartilage issues postoperatively, requiring additional surgeries. No additional information available at this time.